Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to customer's blood glucose level. There was no reported adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.